Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the lead electrical performance. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed no anomalies. Based on direct observation, the tissue entwined in the helix tip was due to the helix housing being clogged with dried blood, body fluid, and tissue. The susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported. Additional information received indicates that the brady lead was not successfully implanted in the left bundle branch (lbb), with tissue remaining. The physician used a new lead. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported. Additional information received indicates that the brady lead was not successfully implanted in the left bundle branch (lbb), with tissue remaining. The physician used a new lead. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to product performance anomaly. A new lead of the same model was successfully implanted. No adverse patient effects were reported.